Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer states that after battery changing , nothing appeared on the pump screen. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.